Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus service operation repair center (sorc), but not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that image was not displayed since unexpected stress was applied to the cable and the cable unit broke down due to the user's handling. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that displaying no image due to the failure of ccd board was duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during an inspection before use, the cable disconnection was suspected and no image was displayed. There was no report of patient injury associated with the event.